Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set connector was broken, which caused the cartridge to become stuck in the ilet pump; the caregiver used tweezers to rotate the connector counterclockwise and remove the cartridge, after which a full supply change was performed and pump therapy was resumed. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed damage to the connector component of the infusion system and a stuck cartridge that was resolved through guided removal and replacement. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to connector damage.